Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl while shopping. The customer was treated for the low blood glucose with chocolate and glucose tablets. The customer just wanted the incident documented. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.